Manufacturer narrative:
H10 multiple attempts to retrieve device repair, and operational status has yielded no response from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 12feb2021.

Event description:
The customer reported a list of alarms that will not clear when they powered on the unit. The alarms are check vent: blower stalled or blower not running at required speeds, check vent: aux alarm supply failed, check vent: 35 v supply failed, check vent: backup alarm failed. There was no patient involvement. The customer spoke with a remote service engineer (rse) and they confirmed the errors were present in the error log: check vent: blower stalled or blower not running at required speeds, check vent: aux alarm supply failed, check vent: 35 v supply failed, check vent: backup alarm failed. The rse asked if they have a spare power management board and motor controller board to help diagnose. The customer advised does not have spare and request part number for both. The rse provided part numbers for both.